Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services (ts) noted based on the age of the device, it may no longer be functional. Ts also recommended trying to place a magnet. It was noted the patient presented to the physician to discuss device replacement. This pacemaker remains in service and no adverse patient effects were reported.

Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services (ts) noted based on the age of the device, it may no longer be functional. Ts also recommended trying to place a magnet. It was noted the patient presented to the physician to discuss device replacement. This pacemaker remains in service and no adverse patient effects were reported. Additional information was received and it was reported that this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This pacemaker has not been returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.